Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type ib endoleak was unconfirmed, due to a lack of any medical imaging available. Device, user, procedure or anatomy relatedness of this event could not be determined. The final patient status was discharged on the first post-operative day home stable following a secondary endovascular procedure. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: b5: describe event or problem ¿ updated g1,2: contact office- name has been updated h6: result code ¿ remove 3221 h6: conclusion code ¿ remove 11.

Event description:
Patient was initially implanted with a bifurcated stent graft, and a suprarenal stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 1.5 years post implant a type 1b endoleak was detected on a routine follow-up. The physician elected to implant an afx limb stent graft and a ovation ix extender to treat patient. The intervention was reported as successful and the patient is doing well post intervention. Correction: the patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx vela suprarenal. Reportedly, the graft needed an extension on the right common iliac; however, the physician elected to not place it at the time even though it was a little large. Approximately 1.5 years post implant a type 1b endoleak was detected on a routine follow-up. The physician elected to implant an afx limb stent graft and an ovation ix extender to treat patient. The intervention was reported as successful and the patient is doing well post intervention.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2 with duraply.

Event description:
Patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 1.5 years post initial implant, a type 1b endoleak was detected during a routine follow-up. The physician elected to implant an afx limb stent graft and a ovation ix extender to treat the patient. The intervention was reported as successful and the patient is doing well post intervention.